Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician could not cross the lesion with a 2.5x28mm taxus liberte stent. The target lesion being treated was located in the calcified obtuse marginal (om). When the device was pulled back, it was noticed that the stent struts were lifted off the balloon on the proximal edge. The procedure was completed with another of the same device successfully with no harm to the patient. No patient injuries or complications were reported during the procedure. Patient's status listed as "ok".